Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l4-l5 spinal root decompression. Eleven days later, the pt presented with recurrent left lower extremity pain which was moderate in intensity. The pt was administered an epidural steroid injection and prescribed celebrex (2000mg qd po). The event resolved with treatment in 7/99. Almost 5 months following the initial event the pt presented with recurrent lower back pain which was considered moderate in intensity. An epidural mso4 injection was administered and vioxx (25mg qd) and celebrex (200mg po qd) were prescribed. The outcome of this second event is unknown, as the pt was lost to follow-up. The investigator classified both events as unrelated to adcon-l and considered them idiosyncratic effects.